Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the devices were returned for evaluation, a reportable malfunction (cracked solder) was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The returned guide wire had its coil wire loosened proximal to the distal solder that fixed the coil wire onto the wire core. The distal solder was found cracked due to the loosened coil wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was applied on the guide wire while the tip was being trapped possibly in the severely calcified cto. There was no indication of product quality deficiency. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that coils of an asahi guide wire were disarranged during a ppi to treat a severely calcified cto in the left sfa. When the guide wire was pulled out of the anatomy, coils seemed to have no damage to the naked eye. The physician determined that it would be safe not to continuously use the guide wire and replaced with new one. There were no adverse patient effects. The patient was fine without problem after the procedure.